Event description:
Caller indicated the relion prime meter was giving low readings. Caller stating she had a reading of 194 when she was really 300 something and it resulted in an ER visit. She was with her son in hospital because he had surgery. She had a dry mouth and was dizzy so tested her blood sugar and got a reading of 194 and took 500mg of metformin. She was still not feeling well and when she sat down, she blacked out a little and people had to shake her awake. Since she was at the hospital she went to emergency room and they took her blood sugar reading which was around 360 on their meter. Emergency room gave her fluid via IV port and humulin, but does not know how much. Technique and storage are good. She bought meter and strips the same day. Controls not used. Requesting refund.

Manufacturer narrative:
Device history records were reviewed and no anomalies were detected. Actual product was not returned for testing. The same lot of test strips believed to be involved in the incident were tested recently and performed to specification. Customer did not return product.